Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Rn placing PICC line. Line would not advance, rn attempted to remove the line from patient. Upon removal rn noted 5cm of stylet catheter sheared off of stylet and remained in patient. Patient sent to or to remove portion of line from the vessel.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. Visual inspection found the catheter tubing to be in two pieces. One piece was still attached to the catheter hub. A review of the breakage area of one of the pieces found that the tubing had looked to have been ribboned and piece of the tubing removed as if the surface of the tubing had been cut. The most probable cause for the reported issue was most likely related to an event within the user environment. Possibly the catheter came in contact with a sharp instrument resulting in the damage to the catheter tubing. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future. Additional information provided in h.6. And h.11.